Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the helium tank has a small leak on the external leak check. To fix the issue, the fse put vacuum grease on the console to the cart connection point and tightened the external helium tank line and replaced the tank stl w/valve disp full, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.